Event description:
The doctor noticed the haptic of the lens was crimped after the lens was implanted. The lens had to be removed and replaced due to the lack of capsular support. The incision was slightly enlarged to replace the lens with an anterior chamber lens.